Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 427 mg/dl. The customer stated that he thought the insulin pump malfunctioned. Troubleshooting was performed, and the insulin pump was programmed correctly. Found three no delivery alarms in the alarm history. Found that the bolus deliveries were recorded in the bolus history. Further troubleshooting was not conducted as the caller felt that the insulin pump was working properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.